Manufacturer narrative:
The potential root cause for this failure can be attributed to an issue with a module or component within the ipd board. This issue can be resolved by switching to a different vision side cart (vsc).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the isi core for failure analysis investigation. The isi core was analyzed and upon visual inspection, no issues were found that would be related to the reported failure. The core was installed and tested into a golden pca system where the component functioned as expected. System started up failed with error on ipd, side b 12v was out of range 2822 (2828 to 3456). Aba testing with power tray text fixture, programing, and system started up without any error. Ran 50x power cycles with this part, all passed. The core remained on the test system for hours, in normal operation, it performed without any error.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the redundant power tray assembly. The system was verified and ready for use. Intuitive surgical inc. (Isi) received the unit for failure analysis investigation. The unit was analyzed and in artemis fe, error 86 was found indicating an out-of-range value was read from the ipd board. Upon visual inspection, no issues were found that would be related to the reported event. The 2 power supplies of this unit was also check for 12v output with a multimeter and it passed. This core redundant power tray assy was installed, programmed, and tested on the pca is4000 golden system, with no issue on startup and n errors or failures were triggered. However, during the 12-power cycle process it triggered error 86-6x in 3 power cycles and error 1102-15x 7 cycles, replicating the reported event and failure. Reviewing the error logs through artemis there were 9 incidents of error 86 triggered intermittently within a 9-day timeframe.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the vision system (vs) had a non-recoverable error, 86 and power cycled system to continue, and previous power cycle logs were not available for review. The error 86 indicated a power distribution failure on one of the carts. The system errored with the 86 again and already restarted. The event logs briefly showed error 86 on msc indicating ipd in tower. Live logs and system log available do not contain any errors and dvmt went offline prior to being able to copy and paste. While monitoring the system the error 86 returned again. Technical support engineer (tse) contacted the customer and provided guidance on switching out the vision tower due to this error and will get another tower from room 9 and may call back with additional questions. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was able to complete the procedure robotically.